Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Case information including initial implantation date(s), or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A revision surgery was completed on (B)(6) 2020 due to a broken mtp plate. The initial reporter mentioned that the broken mtp plate was likely due to a non-union. It was reported that the break was at the targeting guide holes. The plate was discarded.